Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product observed that when positive pressure was applied with the inflation device, a stream of water emitted from a hole in the balloon < 1 mm from the distal edge of the proximal marker band. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There is no evidence of any material or manufacturing deficiencies that could have contributed to this complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 6.0x40mm sterling balloon was advanced to the lesion and the balloon was inflated to 6atms. During the second inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous superficial femoral artery. The 6.0x40mm sterling balloon was advanced to the lesion and the balloon was inflated to 6atms. During the second inflation, the balloon ruptured at 8atms. The procedure was completed with a different device. There were no patient complications reported and the patient's status is good.